Manufacturer narrative:
(B)(4). The complaint states that the patient experienced a receiver that turned off while in use. Patient's mother reported that the patient was hypoglycemic at the time of the event. It should be noted that diabetes mellitus is a known cause of hypoglycemia. Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: the dexcom g4 platinum continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons (age 18 and older) with diabetes.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that she experienced a receiver that turned off while in use on (B)(6) 2015. Patient's mother reported that the patient's blood glucose was 60mg/dl at the time of the event. Patient's mother treated the patient for low blood glucose with a juice box. Additionally, patient's mother stated that the patient has a history of hypoglycemic related seizures. At the time of contact, patient's mother reported that the patient was doing fine. No further medical intervention was required. No additional event or patient information was provided.